Event description:
The insulet omnipod 5 insulin pump is supposed to communicate via bluetooth to the dexcom g6. However, there must be line of sight for a connection to be made. Well, the line of sight must be almost perfect or it won't connect. The omnipod 5, when communicating with the dexcom g6, will automatically adjust to insulin levels 24/7 while in automatic mode. Unfortunately, I will need to use mine in manual mode and do all the work. To me, this is an epic product failure. Also, dexcom g7 is under review to also work with the omnipod 5 and I pray the FDA will hold them to a higher standard of communication between the two products (line of sight not required) or else the dexcom g7 is a joke. For the amount of money we are charged for these products, line of sight as a requirement in this day and age of bluetooth, wifi, smart apps, and rf signals, is a step backwards and epic fail. The FDA should have held dexcom and insulet to a higher standard of requirement offering the wearer more freedom of product placement on their bodies. Why would the FDA grant approval for such a brittle system that is supposed to assist type 1 diabetics in managing their blood sugars using advanced automation? Reference report: mw511590.